Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the fluid gets ¿sucked back¿ about an inch, which they then have to take the IV set off the patient, re-prime the bottom and re-attach could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion burette sets experienced flow issues. The following information was provided by the initial reporter: nurses reported using IV sets and they say that when they hook this up to the patients uac they see the fluid get ¿sucked back¿ about an inch, which they then have to take the IV set off the patient, re-prime the bottom and re-attach. They say they use the clamp closest to the patient and don¿t open it until they are ready to start the infusion.

Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion burette sets experienced flow issues. The following information was provided by the initial reporter: nurses reported using IV sets and they say that when they hook this up to the patients uac they see the fluid get ¿sucked back¿ about an inch, which they then have to take the IV set off the patient, re-prime the bottom and re-attach. They say they use the clamp closest to the patient and don¿t open it until they are ready to start the infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.